Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) while in flight, the device intermittently reboot power on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical; testing of the device was not able to duplicate the problem. Review of the device's clinical files does support the customer report but shows evidence of low battery voltage prior. This is consistent with normal operation of the device. It?s important to mention the device was not returned for investigation. This claim has been closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) while in flight, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction